Event description:
Healthcare professional reported there was a complaint against the device, but did not give any details. Later healthcare professional reported "rupture" and "contracture". This record is for the left side. The device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture a review of the device history record has been completed. No deviations or non-conformances noted.